Manufacturer narrative:
"Product was returned to adc, however adc was unable to perform further testing for the reported readings issue due to other issues encountered during product return testing. Investigation findings appropriate term/code not available was selected, as adc was unable to perform further testing on the returned device."

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.